Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12990). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported the device could not be interrogated. The patient presented to the hosp for unrelated problems. It was noted that the patient has been lost of follow-up and the patient two years ago underwent back surgery and had a CT scan at that time. The device was explanted.